Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that stent delivery wire (sdw) was found fractured at the distal end and kinked at the proximal. In addition, the distal tip of the introducer sheath was damaged. The functional testing was not able to be performed due to the condition of the device; however, during attempts to advance the sdw through the introducer sheath the resistance was encountered hence confirming the reported event. Information available indicated that the stent and its delivery system were in good condition prior to use. It is likely that some procedural factors, such as the introducer sheath unable to be firmly seated at the hub of the microcatheter or its movement during transfer of the stent, were causing resistance leading to inability to transfer the stent and fracture of the sdw, but this cannot be definitely determined. It is likely that kinking of the proximal end of sdw was occurred during excessive handling of the device during the clinical procedure. Therefore, based on all available information and analysis of the device it was concluded that operational context may have contributed to the event.

Event description:
It was reported that, during the stent introduction into the microcatheter's hub, severe resistance was encountered and the physician had decided to retract the stent. Upon retraction it was found that the stent delivery wire had been broken. The stent was exchanged and the procedure was successfully completed. No clinical consequences reported in relation to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that, during the stent introduction into the microcatheter's hub, severe resistance was encountered and the physician had decided to retract the stent. Upon retraction it was found that the stent delivery wire had been broken. The stent was exchanged and the procedure was successfully completed. No clinical consequences reported in relation to this event.